Event description:
It was reported by service report that there was fluid ingress in the xprt mattress.

Manufacturer narrative:
Mattress may not be available for evaluation. Results: alleged fluid ingress into mattress.conclusion: if mattress is evaluated, a supplemental will be submitted if appropriate. (B)(4).